Event description:
6 fr x 24 cm stent placed in the patient, during the removal of the stent the stent fragmented, piece of the stent left in the patient which was identified by dr (B)(6) intra op. Dr (B)(6) discussed with family, decision made to bring patient back to the operating room at another time to remove the piece. Stent used: polaris ultra dual durometer percuflex material 6 f x 24 cm.

Event description:
6 fr x 24 cm stent placed in the patient, during the removal of the stent the stent fragmented, piece of the stent left in the patient which was identified by dr intra op. Dr discussed with family, decision made to bring patient back to the operating room at another time to remove the piece. Stent used: polaris ultra dual durometer percuflex material 6 f x 24 cm.